Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Analysis of this device concludes investigation. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, displayed a battery status of elective replacement indicator (eri) with a charge time measurement of 19.312 seconds at a monitoring voltage measurement of 2.67 volts in analysis. End of life (eol) was not declared. This device had been explanted for normal battery depletion without allegation of premature battery depletion. There was no report of adverse patient effect.